Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip g4 instructions for use (el2204011, revision a) states under the intended use section that ¿the mitraclip¿ g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ since the mitraclip was used on the tricuspid valve, this is considered as an off-label use of the device. However, it was not determined that off-label use contributed to the reported slda; therefore, a letter to address the off-label use will not be requested.

Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a combined mitraclip procedure was performed to treat mitral and tricuspid regurgitation. Upfront the procedure physician was told that mixed usage of triclip and mitraclip products as well as treating mitral valve with a triclip guide as well as placing mitraclips on tricuspid valve is off-label and not as per the instructions for use (IFU). Physician confirmed and decided to proceed. A triclip steerable guide catheter (tsgc) was used with mitraclip to treat functional mitral regurgitation with a grade of 3. Two clips were implanted with no reported issue, reducing mr to grade 1. The tsgc was then retracted to the right atrium to treat tricuspid regurgitation (tr) with a grade of 5. Tricuspid valve demonstrated with a gap of 9mm and severe leaflet tethering. The first two mitraclips were implanted anterior/septal commissure with no reported issue. A third mitraclip was advanced to the tricuspid valve; however, during positioning, the second clip detached from the anterior leaflet. The patient remained hemodynamically stable. The third clip was placed anterior/septal medial to stabilize the second clip. A fourth mitraclip was implanted posterior/septal to stabilize the second clip. Tr was reduced to grade 4. Imaging in transgastric sax view was not easy to see the leaflet edges due to shadowing of the clip delivery system. All clips were successfully implanted and showed no device issues or malfunctions. No adverse events related to the tsgc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.